Event description:
While surgeon was using the vapr s electrode 4.0mm 90 degree on left shoulder arthroscopy, the unit stopped functioning. The product was replaced. The product will be mailed back to depuy/mitek.